Manufacturer narrative:
The plant investigation is in process. A supplemental report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the staff noted the presence of a burning smell that emanated from the gran mixer while a concentrate batch was being mixed. The gran mixer was in dissolution mode when the burning smell occurred. Subsequently, the mixer motor caught fire. The staff immediately put out the flames with a fire extinguisher before smoke filled the room. There was no injury to any staff members or patients as a result of this event. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomed which revealed that the mixer motor and the power cable were replaced to resolve the issue. Following the parts replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Follow-up information was received which revealed that the mixer motor and the power cable were replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported.